Manufacturer narrative:
Covidien ref # (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see section for remedial action reference. Complaint trends will continue to be monitored. Corrected for country code.

Manufacturer narrative:
Covidien reference number: (B)(4). Central processing unit (cpu) was defective - missing a segment on the display. Cpu, battery and display card were replaced. Simulator test conducted - device compliant.

Event description:
It was reported that the device was missing segments on the display. There is no report of patient involvement. There is no report of serious injury or death associated with this event.